Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that the cardiosave intra-aortic balloon pump(iabp) required executive board replacement. There was no patient involved.